Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Unit has no alarm.

Manufacturer narrative:
(B)(4) 2015 - no injury alleged. Malfunction alleged. MDR not filed. (B)(6) not filed.

Event description:
Unit has no alarm.